Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: broken fill channel, crease flat, white particles in the surface of the shell. Leak test was performed and found opening on diaphragm valve. A microscopic analysis was performed which identify a broken sharp/crack in the fill channel. Based on the device analysis the final assessment is: a broken sharp in the fill channel assessed as an unidentified (tear) opening. A crack on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted.